Manufacturer narrative:
Insufficient information is available at this time. We are currently investigating this case to gather more information. The actual date of the death remains unknown.

Event description:
A patient that was implanted with the spatz3 adjustable system (p/n: a-sp-03s) in (B)(6) 2021 (the exact date is still unknown). The procedure went without complications. In (B)(6) 2021, the patient was admitted to a hospital and died of multiple organ failure as a result of sepsis, but the circumstances are unknown.

Event description:
A patient that was implanted with the spatz3 adjustable system (p/n: a-sp-03s) in (B)(6) 2021 (the exact date is still unknown). The procedure went without complications. In (B)(6) 2021, the patient was admitted to a hospital and died of multiple organ failure as a result of sepsis, but the circumstances are unknown.

Manufacturer narrative:
Since submission of the initial report the continued investigation has revealed that parts of the initially received details were incorrect updated description of the event received from the distributor: physician's report dated (B)(6) 2021, stated that a spatz3 balloon implanted on a female patient, 51 year old, with a medical history of obesity, with 650 ml nacl 0.9% and methylene blue. No complications were reported during insertion. On (B)(6) 2021, the patient, whose condition had increasingly deteriorated after the procedure was first taken to the (B)(6), where a gastric perforation was diagnosed and surgically treated. The spatz3 balloon was removed. It is unknown if the device was kept or discarded upon removal. In the further course, the patient developed sepsis and acute liver and kidney failure. On (B)(6) 2021, the patient was treated at the (B)(6) hospital of (B)(6). Eventually, multiple organ failure occurred with hypoxic brain damage and an unfavourable prognosis, whereupon maximum care was discontinued, and death occurred. According to the results of the autopsy report, the patient died as a result of the gastric balloon implantation performed by the physician and its complications. A copy of the autopsy has been provided and revealed that the balloon caused a gastric perforation due to the known complication of spontaneous hyperinflation and the gastric perforation required surgery, which was done successfully. However, while a central venous catheterization was done, it was complicated by puncture of the lung, causing heavy bleeding, low oxygen, shock (low blood pressure), which caused multi-organ failure, and brain death. Hyperinflation is a known complication and is reported in all gastric balloons. The phenomenon is not completely understood, and direct cause has not yet been determined. Current knowledge suggests that it may be linked to anaerobic bacteria that cause the accumulation of air within the balloon's fluid, but other factors may be in play to account for this phenomenon, as there is no consistent data that proves an infectious etiology. This well-described and well-documented complication reported spatz at (B)(4) rate. A review of the device labelling notes the following: spontaneous hyperinflation can occur in fluid-filled intragastric balloons. It is characterized by the spontaneous hyperinflation of the balloon with air causing an enlargement of the balloon, which can lead to abdominal pain, nausea and vomiting, and in severe cases it can lead to ulceration, and rarely it can cause gastric perforation and death. Any change in symptoms - new onset nausea, vomiting, pain, or trouble breathing - needs to be addressed by the physician to rule out, among other things, spontaneous hyperinflation. If a balloon is found to be hyperinflated, it should be removed. Each patient must be monitored closely during the entire term of treatment to detect the development of possible complications. Each patient should be instructed regarding signs and symptoms of balloon deflation, gastrointestinal obstruction, perforation, ulceration and other complications, which might occur, and should be advised to contact his/her physician immediately upon the onset of such signs and symptoms. Any change in symptoms - new onset nausea, vomiting, pain, or trouble breathing - needs to be addressed by the doctor. The cause may include dietary indiscretion, ulceration, hyperinflation, perforation or obstruction. In certain circumstances the doctor will choose to do an x-ray, or endoscopy, if dietary/medication changes do not alleviate symptoms. Prompt attention is recommended to prevent serious complications. Spontaneous hyperinflation occurs due to gas production within the balloon. Spontaneous hyperinflation can cause abdominal pain, nausea and vomiting, and in severe cases it can lead to ulceration, and rarely it can cause gastric perforation and death.